Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three years post implant, the patient experienced an infection and the implantable cardioverter defibrillator (ICD) system was explanted. Additionally, there was noted vegetation on the right ventricular (rv) lead and the patient's valve. No further patient complications have been reported as a result of this event.